Manufacturer narrative:
(B)(4). Results: visual inspection of the returned lens showed most of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the trailing haptic of the aq2010v silicone three piece lens was cut off as the lens was inserted. The lens was removed from the eye and another same model/same diopter lens was implanted without any patient injury. The reporter stated the incident was the result of a tech/users error.